Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2021. 271 mg/dl (active), 111 mg/dl(performa). (B)(6) 2021. 228 mg/dl (active), 101 mg/dl (performa).